Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned in the rv, and the implantable cardioverter defibrillator (ICD) was connected and tested for electrical measurements. The surgeon asked to perform a ventricular fibrillation (vf) induction and shock test with the ICD. The induction was performed and the ICD was sensing properly and detected the vf. Internal shock at maximum energy did not terminate the vf, so as per protocol, the anesthesiologist took over with external defibrillator, however, external defibrillation did not return the patient to sinus rhythm after 16 external shock at 200 joules. Heart massage was performed and an extracorporeal membrane oxygenation (ECMO) device was installed. After one hour of resuscitation, the patient returned to sinus rhythm. The surgeon decided to explant the ICD and rv lead in order to let the patient recover from this event. The patient was kept under observation in the intensive care unit. The cardiologist confirmed that the reason for explant was not device related, and only related to patient condition after this long resuscitation event. No further patient complications have been reported as a result of this event.